Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that elevated flows and powers were observed. The patient¿s plasma hemoglobin was 8 mg/dl, lactate dehydrogenase (ldh) was 401 u/l, and urine was normal. Review of the system controller log files by the manufacturer's technical service representative noted the data showed an increase in power and a trajectory that may be linked to the presence of thrombus. Additional information was requested, but was not provided. No additional information was provided.